Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while her sensor broke while trying to put it on; she pressed the green button and the sensor fell off and the needle hub remained stuck in the serter. The patient's blood glucose at the time of incident was 109 mg/dl. Troubleshooting was initiated for the sensor and serter issue. The customer was advised on proper serter usage. The sensor and serter will be returned for analysis and a replacement serter was shipped to the customer.